Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had site issue with the infusion set. The customer reported irritation at the site. The customer's blood glucose was 400 mg/dl at the time of incident. Customer attempted to treat their high blood glucose with a bolus. The customer also reported the infusion set cannula was bent. Troubleshooting did not occur for the customer's high blood glucose or the insulin pump. The insulin pump will not be returned for analysis.